Manufacturer narrative:
This device lot m0022530 consisting of 108 pieces of 23ga illuminated directonal laser probe ii¿s produced by vs1 ¿ line 3, which was 100% inspected by quality control prior to being released on (B)(6) 2019. The final inspection includes a 100% functional check of the laser output and image, as well as a check of the illumination output and image. There was no indication of any laser throughput issues noted in the device history record. There were no nonconformances for this issue reported during the manufacture of this lot. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Further investigation pending device return.

Event description:
The user facility in (B)(6) reported the laser was firing however it did not treat. The surgeon gradually increased the intensity from 250mw and stopped at 1000mw, which caused pain to the patient. The patient was additionally anesthetized; the pain due to the laser intensity was severe enough. The patient was moving their eye during the operation due to the pain. The operation ceased, the device was exchanged and surgery continued. In addition it was reported that the wheel that expends the fiber did not work. Additional information regarding patient impact and outcome has been requested.

Manufacturer narrative:
A sample was returned without the clear tray holder. The needle on the unit was slightly curved. The laser light path and illumination light path were intact. Examination of the probe indicated that it had been used given the presence of a small amount surgical debris. Both the laser fiber and the illumination fiber looked okay, although the nitinol was extended a bit out of the tubing cutoff. The slide function was okay. The laser output was within specifications and the image was good. The illumination output was good, but the image did have some rings. Using an iridex laser, the laser output was within specifications and the image was good. The illuminaton output was also within specification however the image did have some rings, using a photon light source. The unit was then tested a stellaris machine, the laser was set at 500mw and 1 second, and a reading of 0.470 joules was obtained, which was above the minimum 0.400 joules required. The laser probe performed within operating specifications. The reported problem could not be replicated in the evaluation of the sample returned. Additional information regarding patient outcome has not been returned. Corrective action will be pursued through working with the customer to prevent additional occurrences. Further investigation is not necessary.